Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. Unit had intermittent button response due to flattened all the buttons dome switch. No moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit was communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected high low predict alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.